Event description:
During a hysteroscopy procedure for myoma resection, karl storz endomat was allegedly used. Dr complained that very little pressure could be maintained and after 10% of the myoma was resected, he decided to terminate the procedure. Pt was doing well post-op and was discharged. Although there was no pt injury involved in this incident, to be on the safe side we are filing it as an MDR.